Event description:
New information noted that the ventricular lead dislodged during the atrial lead revision. The patient was asymptomatic during the event. The patient was discharged after the procedure and continues to do fine and would be monitored remotely via merlin.net.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead dislodged. The lead was capped and replaced. No patient symptoms were reported.

Event description:
New information received noted that the rv lead also exhibited clavicle crush.